Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A retrospective analysis of all patients who underwent coronary artery stenting (cas) for symptomatic internal carotid artery stenosis (ica) was performed. Patients were divided into an early group and a delayed group based on the time interval between symptom onset or neurological deterioration and cas procedure. Patients with asymptomatic lesions, intracranial ica, chronic total occlusion, ica after cas, iatrogenic carotid artery dissection and tandem lesions that required additional intervention were excluded from the study. A 9 fr balloon guided catheter was introduced transfemorally. A non-medtronic guide catheter was used to occlude the common carotid artery (cca). A carotid guardwire was introduced into the external carotid artery (eca) to occlude its proximal portion. After the occlusion of the eca, the non-medtronic guiding balloon was inflated to occlude the cca and to begin the flow reversal. A filter-wire ez was carefully crossed through the stenotic lesion and the filter was opened at the prepetrous portion of the ica. Blood was aspirated from the guiding catheter to remove the thrombus and the isolated plaque. The cca balloon was then deflated to restart antegrade blood flow. The diameter of the distal ica, the stenotic lesion, and the cca were measured by intravascular ultrasound (ivus). Dilation balloons and self-expandable stents were chosen by individual practitioners based on the diameter and the character of the plaque lesion. After the infusion of atropine .5 mg, predilation was performed using the balloon (2-5 mm in diameter), and a self-expandable stent was deployed. Postdilation was performed using a slightly larger balloon (4.0-5.5 mm in diameter). Balloon dilation and stent deployment were performed under flow reversal, and blood aspiration was performed after the postdilation. In the confirmed absence of plaque protrusion and stent mal-position by ivus, the filter-wire ez was retrieved under flow reversal. Finally, the eca balloon was deflated and all devices were retrieved. Adverse events reported include hemorrhage, stoke, embolisation, hyperperfusion syndrome, transient ischaemic attack, bradycardia and hypertension during follow up.